Manufacturer narrative:
(B)(4). Manufacturer's evaluation: the complaint of infection cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2016-03429, 1627487-2016-03430. Follow-up revealed clarification of the patient's device information. Note: based on the device information gathered an initial report is being submitted for the 1192 anchor.

Manufacturer narrative:
Corrected data: follow-up information was inadvertently omitted from describe event or problem of the previous follow-up report. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2016-03429, reference MFR. Report#: 1627487-2016-03430. Follow-up revealed the infection has resolved.